Event description:
Study no: (B)(6). Clinical adverse event received for total knee arthroplasty left. Device and procedure (relatedness). Device related: possibly related. Procedure related: possibly related. Date of event: 20 may 2025. Date of implant: (B)(6) 2020. Date of revision: no information provided. Device location: right knee. Treatment/impact: resulted in medical or surgical intervention to prevent permanent impairment to body structure or a body function. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).